Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, there was an incomplete staple line and then bleeding of about 400cc. One side was fully fired and the central side on pulmonary vein was not stapled. The surgeon stopped bleeding by suturing on prolene.